Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy, anterior and posterior colporrhaphies, halban culoplasy, vault suspension with ivs tunneling, and repair of paravaginal defects on (B)(6) 2006 due to pelvic organ prolapsed. Following insertion the patient experienced pelvic abdominal pain, vaginal pain, pain during intercourse, urinary incontinence, urge incontinence, vaginal bleeding, recurrence of prolapse, mesh exposure and erosion, urinary retention, urinary tract infections, rectal pain, abnormal bowel movements, urinary burning, pelvic pressure, dyspareunia, emotional distress and physical pain. In approximately (B)(6) 2007 it was reported that patient experienced abdominal/pelvic pain, vaginal pain, pain during intercourse, urge incontinence , vaginal bleeding and recurrence of prolapse and was diagnosed with anterior vaginal wall prolapse, granulation tissue and graft rejection. In (B)(6) 2007 the patient experienced abdominal/pelvic pain, vaginal pain, pain during intercourse, urge incontinence, vaginal bleeding and recurrence of prolapsed. She was diagnosed with anterior wall and mid vaginal erosion of sling, granulation tissue, prolapse of vaginal vagina cyst in vaginal cuff area and urinary retention. It was reported the patient underwent excision of mesh in anterior wall compartment , debridement, mucosal reapproximation on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/16/2016.